Event description:
At 4 months from the primary, the patient came in reporting cervical spine instability attributed to loosening of a 4.0 x 22 mm screw at the c2 vertebral level. The surgeon revised the 4.0 x 22mm screw with a 4.5 x 26mm screw and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 04 aug 2025: lot 2229123: (B)(4) items manufactured and released on 15-feb-2023. Expiration date: 2028-01-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs department: a revision surgery was performed approximately 4 months after a cervical procedure, due to cervical spine instability. The surgeon attributed this instability to loosening of a c2 screw (laterality not specified). Based on the single available amplioscopic image, however, it is very difficult to confirm this type of failure. With the current imaging and limited information, it is challenging to determine the exact cause of the reported failure. In general, screw loosening occurring a few months after surgery may result from the absence of osseous fusion, which exposes the implants to incongruous stress even under physiological mechanical loading. However, at present, there is insufficient evidence to draw definitive conclusions. Conclusions: based on the information available, no definitive root cause can be established. The most plausible contributing factor is the lack of solid osseous fusion postoperatively, which may have led to screw loosening under physiological loading conditions. There is no evidence to suggest that any device-related issue caused or contributed to the event, and the device history record review did not reveal any manufacturing-related nonconformities.